Event description:
It was reported that stent dislodgement occurred. Access was obtained via the right radial artery. The target lesion was located in a severely calcified and tortuous mid right coronary artery (rca). A 3.00x28mm promus premier¿ stent delivery system (sds) was advanced to treat the lesion. While trying to intervene on the lesion, the stent came off the stent delivery balloon and remained un-deployed in the proximal rca. The sds was removed from the patient and a 4.00x12mm promus premier¿ stent was advanced and deployed in the proximal rca at 12atms for 19 seconds. The stent was then post dilated with the stent delivery balloon at 14atms for 23 seconds. A 2.5x15mm apex balloon was then inflated in the mid rca at 16atms for 35 seconds, 18atms for 26 seconds and 16atms for 29 seconds. The physician inserted a snare in an attempt to remove the dislodged 3.00x28mm stent; however, the attempt was unsuccessful. The procedure was ended and the patient was airlifted to a different hospital for possible emergent bypass surgery and it was noted that the dislodged stent was successfully removed. No further complications were reported and the patient is doing fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).